Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the surgeon noticed a 'bubble' on the haptic. The incision was enlarged to faciitate removal and replacement of the iol. Additional info has been requested.